Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2023-03264 for the associated device. It was reported to boston scientific corporation that an anterior pinnacle pelvic floor repair kit and solyx sis system devices were implanted into the patient during an anterior pinnacle placement, solyx sling placement, cystocele and enterocele sacrospinous ligament mesh repair, and cystoscopy procedures on (B)(6) 2010, for the treatment of stress urinary incontinence, cystocele, and enterocele. A cystoscopy was performed near the end of the procedure, which revealed a normal urethra and bladder. Indigo carmine was seen coming from both ureteral orifices. Throughout the procedure, there were no complications noted, and the procedure was well tolerated by the patient. As reported by the patient's attorney, the patient has experienced an unspecified injury.